Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys / expiration date: 28-mar-2023 / serial#: (B)(4) / UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 21-oct-2021. Labeled for single use?: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the leadless implantable pulse generator (ipg) the patient experienced cardiac arrest and tamponade from a perforation. A sternotomy was performed and the patient is stable. No further patient complications have been reported as a result of this event.